Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803. 56 when additional reportable information becomes available.

Event description:
Doctor reported he placed arcuate incisions on 2 consecutive patients at the incorrect oz. The intended oz was 8mm, however the 2 procedures were programmed at 6mm.

Manufacturer narrative:
The system defaulted to the last used radius for the arcuate incisions. The previous cases were most likely an intrastromal mark for toric alignment. When these two procedures were programed the system operator did not adjust the radius to the intended radius. The surgeon also missed this in review of the treatment. There was no evidence of a device malfunction. The doctor's office was contacted requesting the patient post-operative clinical results, but the doctor's office did not provide the requested information. On (B)(6) 2016 the doctor's office provided the post-operative patient's clinical follow up information and reported that no medical intervention was required, the patients were doing fine and no further follow up is required. Lensar case discussed the parameter settings with the doctor. No other issues has been reported. Root cause: user error .

Event description:
Doctor reported he placed arcuate incisions on 2 consecutive patients at the incorrect oz. The intended oz was 8mm, however the 2 procedures were programmed at 6mm.